Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6), 2014 the lay user/patient in (B)(6) contacted lifescan to report the onetouch verio pro meter was giving inaccurate readings. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided to customer service. On (B)(6), 2014 at 8:00 am the patient obtained the blood glucose reading of 65 mg/dl on the reported meter and a laboratory result of 88 mg/dl within 10 minutes. At that time, the patient experienced no symptoms of high or low blood glucose levels. The patient reported that six months prior, she had experienced the symptoms of feeling tired, weakness and dizziness; her hcp advised the patient to decrease her insulin regimen. Troubleshooting revealed the patient¿s testing technique was correct and the test strips were in good condition and within opened expiration dating. The meter and control solution were replaced. The patient did not suffer an adverse event due to the reported meter. The patient¿s symptoms occurred prior to the meter issue and she received no treatment. However, as the test results fell outside expected values for meter-to-lab accuracy testing, this complaint is being reported.